Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 73 year old male on impella cp due to acute myocardial infarction. During support, the cp was pulled into the sheath for impella 5.5 escalation. There was bleeding coming from the red impella plug after explant. The patient remains on support.

Manufacturer narrative:
D9: updated devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary fluid leak -red or blue handle/plug: the cause of the fluid leak in the red handle was not determined as no holes were found in the catheter despite blood being found in the red handle, the pump being returned cut, and insufficient clinical detail provided.